Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support requesting assistance with a supply change. Guidance was provided through the supply change process, and insulin therapy was resumed without further issues. It was reported that there was difficulty getting the connector into place, and a new connector was used. No additional assistance was required, and blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.